Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction due to device not being detected on communication bus. A field service engineer reseated pmc and hh drawers controller bus cables to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer 3.1 not detected on communication bus. The customer noted that while the user could retrieve medication from a different station, this caused a delay in patient care. There were no adverse events or injuries reported based on this incident.